Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited a lack of image on the monitor, as well as dirt on the objective lens and foreign objects on the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the lack of image on the monitor was due to dirt on the objective lens. However, for the foreign object on the nozzle and the dirt on the objective lens, a definitive cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.